Event description:
The hcp reported the pump was explanted after an implant duration of 29 months due to device malfunction. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.